Manufacturer narrative:
The suspect device was evaluated and repaired at the customer's site. The reported problem was confirmed and the cause isolated to a printed circuit board failure. The investigation is ongoing and the definitive root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A customer reported to olympus that an image was not present. The problem, as reported to olympus, was identified prior to the start of the procedure. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the issue was caused by a faulty dr board, which was manufactured prior to the design change. Olympus will continue to monitor the field performance of this device.